Event description:
Device issue: suture retrieval. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mild to moderately calcified femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, no suture was present. A second proglide device was used to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.